Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment that the device stayed on "reboot" when powered on. Analysis was able to confirm the customer comment regarding damage to the case/cover, there were two side bail covers broken. Analysis also found the upper and lower cases, ring cover and lead flex cover broken, the battery release, battery contacts, battery drawer and keyboard contaminated and one case screw missing. (B)(4).

Event description:
It was reported that the external pulse generator was unable to be used, that it kept on "reboot" when powered on. It was further reported that on cover, the right side was broken, and stuck with a sticker. It was requested that it be repaired and "checked." The generator was returned for service. No patient complications have been reported as a result of this event.